Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels. However, the exact values were not provided. Reportedly, the elevated bg's could possibly be due to infusion sets. However, it was not confirmed. The health care provider (hcp) stated the customer changes supplies every 4 days. The hcp was educated that humalog has been tested for up to 48 hours replace cartridges every 48 hours. Multiple follow up attempts were made to troubleshoot with the customer that were unsuccessful.